Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12785- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced an event of infusion set fell off during use. The event occurred within 2 days of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.